Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. Reported event was confirmed by review of x-rays provided. Xray review also noted wear of the acetabular liner. Device history record and complaint history review were unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unknown, unknown cup lot # unknown, item # unknown, unknown stem lot # unknown, item # unknown, unknown head lot # unknown. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02018, 0001822565-2018-02105.

Event description:
It was reported that the patient has been indicated for a left hip revision arthroplasty due to the acetabular cup changing position, however, no revision has been reported to date. No additional information is available.